Event description:
It was reported the physician was using the tunneling tool during a procedure and the sleeve of the tool ended up being severed. It was reported one inch of the sheath was not retrievable from inside the body. The physician attempted to retrieve it from the pocket, but was unable to do so. Follow up identified the pt had no adverse affects post-operative. The physician had scheduled the pt for follow up at a future date.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.